Event description:
The pt reportedly experienced no lock between the exteral equipment and the implant. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery has been scheduled to explant the c1 device.